Event description:
Patient was implanted with the lifesite hemodialysis access system in 2000. In 2001 the patient presented to the hospital with septic shock. During the explant of the lifesite device, it was noticed that the patient had developed endocarditis. Valve replacement was scheduled due to the presence of endocarditis, however the patient expired before surgery occurred.